Event description:
It was alleged that, "the pt received a stryker hip replacement, and sustained injuries and damages."

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the MFR. Additional info pertaining to the device was requested. It if becomes available, the evaluation summary will be submitted in a supplemental report.